Manufacturer narrative:
A4 patient weight added to the report. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicates the patient did not recharge the ipg as recommended. Surgical intervention took place wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is inoperable. Surgical intervention may take place at a later date.